Manufacturer narrative:
Medtronic received additional information that the transcatheter valve was implanted valve-in-valve due to incomplete coaptation. On (B)(6) 2018 it was reported that a medtronic person was present in the procedure which corrects the original aware date to (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve.  The reason for the intervention was not reported. No adverse patient effects were reported.